Manufacturer narrative:
The issue was evaluated and replicated in the fmsu lab. The cause was traced to insufficient testing during development. A bug fix is being developed and affected customers will be notified and provided the fix. If any additional relevant information becomes available, a supplemental report will be submitted. Internal complaint number (B)(4).

Event description:
On (B)(6) 2020, fujifilm medical systems USA, inc. (Fmsu) service department received a customer inquiry for assistance with synapse pacs standard uptake values (suv). On (B)(6) 2020, fmsu engineering department initiated a bug for the issue to investigate the risk to patient safety. On (B)(6) 2020, engineering department found that the max suv values were different when using 2d region of interest (roi) as compared to when using 3d sphere roi. Values are used to determine the size of the lesions and contribute to a diagnosis. The issue was found to only impact the values when used with a specific non-fujifilm device for pet calculations. There was no patient serious injury or death associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Updated information is provided in section h7, h9, and h10 (additional narrative). Fujifilm initiated a recall on 9/11/2020 to correct the suv issue by providing a software upgrade to synapse pacs 5.7.200us. C&r report (1000513161-09/17/2020-001-c) was submitted to the FDA. On 01/16/2021, the recall was classified by FDA as class ii and assigned the recall number z-0878-2021. No further investigation is necessary.